Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim and difficult to read. The reporter did not provide any further information. This complaint is being reported because, at the time of contact, the display issue remained unresolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/06/2013 with the following findings: during testing, the display screen was found to be dim and discolored. A test display screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.